Event description:
It was reported that during a video assisted thoracoscopic (vats) procedure, there was an incomplete staple line and malformed staples. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was received with three 6r45b cartridge reloads and two ecr45b cartridge reloads present. Cartridge (b) k5ch6u, 6r45b was received unfired. Cartridge (c) k5d008, 6r45b, was received fully fired. Cartridge (d) k5ch6u, 6r45b was received fully fired. Cartridges (e, f) ecr45b, k5dc8z, were received fully fired. Please note that cartridge reloads (e, f) are not designed to work with the returned ats45 device. Furthermore the returned cartridge reloads (b, c, d, e, f) were received in good visual conditions. The device was tested for functionality with the returned reload (b) and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as no malformed staples were noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.